Event description:
During circumcision, part of the pt's glans penis was accidentally cut. The hinge on the circumcism clamp used appeared to be defective. Two stitches were required to stop the bleeding. Incident report to clinical engineering on 6/18/97.